Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Vent lost inspiratory pressure during clinical use. Staff replaced pressure sense line. Retest conducted and was ok. Vent removed to biomed and will be evaluated when returned to factory. Performance verification performed in hospital service dept. No problems noted with the ventilator. Loss of inspiratory attributed to momentary disconnection of pressure sense line.

Manufacturer narrative:
Manufacturer's records shows last overhaul performed (B)(6) 2008. Next scheduled overhaul was due (B)(6) 2010. No indications on device indicating device overhaul since 2008. Performance verification was performed in hospitals service dept. No observations made that would indicate the problem with the ventilator. Bio-med attributed the loss of inspiratory pressure to momentary disconnection of pressure sense line. Evaluation of device at manufacturer indicates the ventilator is out of specification in regards to the alarm delay activation function, maximum inspiratory pressure and relief valve. The internal mixer of the ventilator was also out-of-specification with regards to alarm activation level and the balance regulator. The out-of-specification condition is attributed to device not being maintained as recommended by manufacturer to ensure optimum performance. Customer will be notified that the device should be overhauled to ensure optimum performance to specifications.